Event description:
The customer reported getting an alarm led error when powering on the ventilator. The device was not in use with a patient at the time of the event. The customer verified that there was a code 1105 in the device¿s history. Onsite service was requested.

Manufacturer narrative:
The authorized service provider (asp) replaced the front bezel, and the issue was resolved.